Event description:
The customer reported via phone call that the sensor was giving a lost sensor alert. Customer's blood glucose was 480 mg/dl. Customer treated with the pump. Customer stated that the transmitter does not blink when it is connected to the sensor. Customer reported that the trainer advised them that the sensor was bad. Customer wanted to replace the transmitter.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.